Event description:
The rep is reporting that the physician was doing a shoulder arthroscopy and the outer portion of the destal tip of the electrode broke off in the joint. The physician to remove the remaining pieces. The surgeon used another electrode to complete the case without further incident or harm to the patient.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation and no batch number has been supplied, which precludes performing a batch records review. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. All the pieces were retrieved from the patient and there were no patient consequences. However, if this was to recur and the broken fragment not retrieved from the patient, it is possible that patient injury could potentially occur. Because of this potentiality, an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed.